Event description:
Reporter indicated that vns pt was hospitalized due to low heart rate. It was reported that the bradycardia persisted after the pt's device was programmed to off. The vns therapy system was explanted one week after stimulation was discontinued and the pt was implanted with a cardiac pacemaker. Treating physicians have reportedly been unable to determine the cause of the bradycardia.